Event description:
It was reported to medtronic minimed that the customer reported the transmitter unable to be found by the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040ma. Troubleshooting was performed. The customer reported that the transmitter did not blink when connected to the sensor. The transmitter did not blink as expected when connected to the tester and/or removed from the charger. No harm requiring medical intervention was reported. The customer was informed transmitter might not be working and will be replaced. No product return is required for mmt-7040ma. The customer will discontinue using the transmitter. Product return for mmt-7841zn is expected and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 158 to 144 which was not included in the initial report. So, the correct patient weight as per new additional information is 144 which is updated in section a4. Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.